Event description:
It was reported that the tubing clamp was missing on the bd nexiva¿ single-port with maxzero¿ needle-free connector. There was no report of patient impact. The following information was provided by the initial reporter: after nexiva was placed, the nurse noticed the pinch clamp was missing.

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing clamp was missing on the bd nexiva¿ single-port with maxzero¿ needle-free connector. There was no report of patient impact. The following information was provided by the initial reporter: after nexiva was placed, the nurse noticed the pinch clamp was missing.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.